Event description:
It was reported that the device failed the accuracy test 13.05%. Found during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair. This device has not been in for service in the review period. Visual and functional testing was performed. The reported problem, fails accuracy test 13.05%, was confirmed. The cause is the expulsor. Replaced the expulsor to correct the problem. The device passed all functional tests after repair.